Event description:
Rptr indicated a pt was having painful vns stimulation. Exploratory surgery and possible revision of the vns was planned. The rptr stated there was no device malfunction, no trauma or device manipulation, and that different vns parameters were not attempted to see if the pain would resolve. The pt underwent repositioning of the vns generator and no devices were explanted. The rptr has stated the pt is now doing well, the pain has resolved, and the pt is receiving vns therapy.